Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 7.5 cm in diameter contained ruptured abdominal aortic aneurysm. Vessel morphology was reported as the length of non-aneurysm aortic neck was short 3 mm in length. It was reported that the patient was a poor open surgical repair candidate the physician decided to treat the patient via evar. The plan was to snorkel the sma with a covered balloon expandable stent and land graft above the celiac covering it and both renal arteries. An endurant 36x14x103 was implanted and another manufacturer¿s cover 10x59 balloon implantable stent was implanted in the sma. An endurant 16x10x156 was implanted extending into the left iliac and an endurant 16x13x199 was implanted extending into the right iliac. The angiogram revealed that there was a proximal type I endoleak. The physician decided to extend proximal and implanted an endurant 36x36x49 aortic cuff and removed the delivery system and through the brachial artery implanted another manufacturer¿s covered balloon expandable stent into the sma. The proximal type I endoleak was better but still present. The physician decided that he was going to stop there and with the reversing heparin the endoleak would be resolved. When the physician attempted to withdraw the other manufacturer¿s second balloon catheter, the balloon catheter would not come back into the sheath. The physician elected to r emove the sheath and covered stent balloon together. During the removal, there was no fluoroscopy being performed, the physician felt resistance again and fluoroscopy was initiated which revealed that the implanted endurant 36x49 aortic cuff was caught on the covered stent balloon catheter and the endurant aortic cuff had been pulled proximally up to the left subclavian artery. It was then discovered that one of the endurant aortic cuff suprarenal stents had been partially pulled back into the sheath with the stent balloon in the subclavian artery. The physician attempted to pull the endurant aortic cuff into the thoracic aorta however it was stuck on balloon catheter. The physician pushed the balloon and the suprarenal stent out of the sheath and was able to free the balloon from the endurant suprarenal stent. The balloon was removed however the suprarenal strut remained in the subclavian. A coda balloon was advanced and inflated within the endurant aortic cuff. Ivus was performed within the endurant cuff and then an angiogram with gradients measured proximal and distal to the endurant aortic cuff. There was only a 5mm gradient therefore the physician decided to then stop the surgery. It was also reported that during the manipulation of the accessory equipment to resolve the stent balloon /endurant cuff issue the endurant iliac limb was inadvertently moved proximal into the distal aorta resulting in a distal type I endoleak. The physician implanted an endurant 10x82 iliac limb extending down to the left iliac limb and post dilated with another manufacturer¿s balloon and the distal type I endoleak was resolved. Per the investigator, the causes of the events were related to the patient anatomy. No additional clinical sequelae were reported and the patient will be monitored by the physician.